Event description:
The patient called to report that patient used the suspect device to check their blood glucose and obtained a result of 300mg/dl. Patient then went to their doctor's office and had their blood glucose check on their meter. The doctor's meter read 75 or 79mg/dl. The doctor admitted patient into the hospital because of the differences. The hospital gave patient a dose of their diabetic medication and did lab work. Patient thinks they was treated for low blood glucose. The suspect device was replaced with new product and authorized to be returned to the manufacturer for evaluation. Level 1 and level 2 glucose controls were run and in range on the suspect system. L1=34 and l2=201.